Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that this artificial urinary sphincter (aus) was associated with recurring urinary incontinence. No device malfunction was identified. A surgical procedure was performed in which all components were removed and replaced. There were no patient complications reported.